Event description:
Customer reported via phone, the insulin pump had alarmed button error and none of the buttons were responsive. Customer's blood glucose was 193 mg/dl. Customer removed the battery, reinserted it, and the device continued to be unresponsive. Customer didn't recall any significant event which may have caused the device to alarm. Stated she was attempting to bolus when the alarm occurred customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive bolus express and down arrow buttons due to moisture damage to the keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.